Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the patient presented to the emergency room after receiving multiple inappropriate antitachycardia and shock therapies. Ventricular fibrillation was diagnosed after p-wave oversensing was detected which led to binned fibrillation beats. Declined r-wave amplitude was observed. A chest x-ray showed that the lead had dislodged. The lead was explanted and replaced. For extraction, is was not confirmed if the helix was fully extended. No further information is available.